Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2021 due to low blood glucose. Bg value not provided. Customer declined to troubleshooting the issue with tandem technical support, therefore no additional information was obtained.